Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no bubble or water leakage issues were observed. A device history record evaluation was performed for the finished device number lot 00002502 and no internal action related to the complaint was found during the review. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information:before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The root cause of the adverse event remains unknown. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced third degree atrioventricular  (av) block, st segment elevation, and cerebrovascular accident. The patient received hyperbaric oxygen therapy. During an atrial fibrillation case, mid-case, after mapping the left atrium with the octaray catheter, the physician removed the mapping catheter of the atrium and bring the stsf catheter in the left atrium inside the vizigo medium curl sheath. After that manipulation, the medical team noticed a third degree a-v block, then an elevation of the st segment on the body surface ECG (electrocardiogram). The physician also noticed abnormal imaging on the ice (intracardiac echocardiagraphy) image in the mean time. The physician noticed something looking like bubbles was visible in the right atrium and aorta on ice image. At the end of the procedure, the physician noticed that a leakage was possible on the vizigo valve and suspected a malfunction of the product related to what happened during the procedure. Patient experienced left arm and leg paralysis. Medical intervention included: transthoracic echocardiogram (tte) per case, several computed tomography (CT) scans post-case, MRI, and hyperbar chamber at another hospital 3 successive days. The physician's opinion on the adverse event was bwi malfunction. They stated that there was an "aspiration of air by side port event with occluded valve with his finger". The physician tried to eliminate bubbles. Patient required extended hospitalization following their embolic stroke. Patient was in intensive case for more than 1 week and moved to the neurology department. The patient did physiotherapy each day.

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4)